Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient experienced a blood glucose (bg) of 350 mg/dl with moderate ketones, signs and symptoms of irritability, and extreme drowsiness/difficulty waking up and/or confusion associated with intermittent power to the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that there was no damage to the battery compartment or battery cap. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump experiencing intermittent power without user intervention.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: the complaint was verified in the black box history, but not duplicated during investigation. There was a pump reboot observed in the black box history on (B)(6) 2014 at 12:11 associated with a cartridge change; deliveries resumed at 12:42. The total daily doses correctly added up and reflected the users programmed basal rate. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. There was no damage found to the battery compartment or returned battery cap; the cap measured within specifications. The returned battery cap was able to fully tighten to the pump. The pump was exercised for 24 hours with no power interruptions duplicated. The pump cover was removed and there was no evidence of internal moisture or damage observed. Unrelated to the original complaint, the display had a discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.